Event description:
At the initiation of an elective pci procedure, right femoral sheath was inserted. In placing left femoral sheath, there was concern about a perforated left femoral artery. Interventional radiologist was consulted, and it was determined that pt did not have a perforated femoral artery. There appeared to be a defect in the sheath. CT scan performed on (B)(6) 2018 revealed a fluid and air collection that may represent a hematoma. Pt was monitored and was stable for discharged on (B)(6) 2018 to home.